Event description:
It was reported the device display a self test error. Power was cycled and device is ok. Error could not be duplicated during testing by biomed. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.